Event description:
It was reported that the balloon was ruptured. During the endovascular therapy for severe lower limb ischemia in the superficial femoral artery (sfa), the ranger paclitaxel-coated pta balloon catheter was selected for use. The target lesion in the sfa was 99% stenosed with severe calcification and tortuosity. The ranger was advanced to the target lesion and inflated to 10 atm of pressure. The balloon ruptured vertically after 10 seconds of inflation. The balloon and delivery system were removed without issue. The ranger was replaced with another ranger and the procedure was completed. There were no reported consequences to the patient.

Manufacturer narrative:
E1: (B)(6). Device eval by manufacturer: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Manufacturer narrative:
E1: initial reporter state: (B)(6). Updated fields: b5 - describe event or problem: event description updated to reflect the absence of complaint allegation. D9 - device avail for evaluation, returned to manufacturer date: although the device was returned, the device evaluation will be documented under the original complaint record. A supplementary MDR will be submitted for device evaluation under report number 2124215-2022-33714. G1 - MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email. H3 - rfb device eval by MFR: although the device was returned, the device evaluation will be documented under the original complaint record. A supplementary MDR will be submitted for device evaluation under report number 2124215-2022-33714. H6 - device codes: updated to reflect the absence of a device deficiency.

Event description:
It was initially reported that the balloon was ruptured. However, additional information was received that indicated there was no longer any allegation of device deficiency. The event did not occur as originally reported. The initial report of balloon rupture had been misreported by the sales representative. The event was adequately reported under report number 2124215-2022-33714 and any subsequent supplementary reports.

Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that the balloon was ruptured. During the endovascular therapy for severe lower limb ischemia in the superficial femoral artery (sfa), the ranger paclitaxel-coated pta balloon catheter was selected for use. The target lesion in the sfa was 99% stenosed with severe calcification and tortuosity. The ranger was advanced to the target lesion and inflated to 10 atm of pressure. The balloon ruptured vertically after 10 seconds of inflation. The balloon and delivery system were removed without issue. The ranger was replaced with another ranger and the procedure was completed. There were no reported consequences to the patient.